Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5035052) in united states on 22-oct-2015 who had essure (fallopian tube occlusion insert) (expiration date 01-jan-2030) implanted on unspecified date. She denied any concomitant medication. During the insertion procedure there was some type of problem and one coil broke, so the doctor had to open a second kit to finish implanting. After it was over she had cramping, bleeding and discomfort. Everything seemed fine and then two weeks later she started her regular period which lasted 6 months. She contacted her doctor and she wanted her to take birth control pills to get her period back on track, but when she went to her appointment she could not take the pill because for the first time in her life she had high blood pressure. Shortly after that visit her period stopped. A month later her period started again and lasted normal 5 days. However with that period and every period since (that was in 2012) on her second day of period she bleed horribly. She had to use 2 tampons and a pad at a time and had huge gushes of blood that accompanied by large clots. She also experienced weight gain (45 lbs.) That she could not lose, numbness in her upper lip, muscle spasms, metallic taste in her mouth, fatigue, loss of energy, constant brain fog, boils, painful ovulation, unexplained bruising, moodiness, heart palpitations, nausea, spotting after sex, excessive cramping during her period, severe bloating, joint pain, numbness and tingling in her hands and feet, sharp stabbing pains in her pelvis, breast pain and tenderness, abdominal spasms, twitching and a feeling of a flutter, chronic lower back pain. On unspecified date hsg (hysterosalpingogram) was performed and showed that the coil that was supposed to be in her right fallopian tube was in her abdomen, and she was not sterile. The ptc investigation result was received on 11-nov-2015. Ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and during the insertion procedure there was some type of problem during insertion and one coil broke. The doctor had to open a second kit to finish implanting. After it was over she had bleeding (post procedural bleeding). An hsg (hysterosalpingogram) was performed and the result showed that the coil that was supposed to be in her right fallopian tube was in her abdomen. The event device breakage is non-serious and listed upon receipt of the product technical analysis which stated that micro-insert breaking is an anticipated event. The other events are serious and listed in the reference safety information for essure. Based on the nature of the events and considering that a positive temporal relationship is implied, a causal relationship with suspect insert cannot be excluded. Product technical complaint (ptc) analysis concluded that there is no reason to suspect a causal relationship between reported medical events and quality defect. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.